Event description:
Information was received from a healthcare professional for a clinical study, via a manufacturer representative, regarding a patient with idiopathic functional urinary retention since 2004. The device was implanted on (B)(6) 2016 and, on (B)(6) 2016, a local abscess (related to the procedure) led to the explantation of the implantable neurostimulator (ins) and electrode. "Antalgic" and antibiotic treatment was given. The event resolved on (B)(6) 2016.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported symptoms included pain, redness, and swelling. The patient was given antibiotics and anti-inflammatories. The event was related to the neurostimulator. It was later reported the event recovered on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.